Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: there was a forceps flare, burn marks on the tip metal section and the objective lens adhesive was peeling. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the forceps flare and burn on the tip metal section: presumed to be caused by using a high-frequency instrument without sufficient distance between the instruments when in use. A root cause for the peeling of the lens adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: 3.3 endoscope inspection. 3.8 inspection of the function in combination with related equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a forceps flare, burn marks on the tip metal section and peeling of the adhesive of the objective lens. There was no patient involvement.